Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. D3, g1, and g2 email is: regulatory. (B)(6). One device was received. Per visual inspection ? Shedding? Float switch, faulty pump, corroded drain fitting, cracked tank cover, faulty heater, and damaged micro switch. Per functional testing, the device leaked water from the reservoir confirming the complaint. The root cause was a cracked tank cover. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the tank cover and gasket. Replaced the float switch, pump assembly, drain fitting, heater assembly, and micro switch. Performed preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
It was reported that the device was leaking from the bottom. There was no patient involvement when the event occurred.